Event description:
Caller reported inability to see drops of insulin at tubing's end during fill tubing step of load sequence. There was no adverse impact to customer's blood glucose level. Reportedly, a supply change was performed. No additional information was provided.